Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA? Are unknown. The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Visible excessive amount of glue protruding from downstream occlusion sensor seal was found. After further inspection, found excessive glue spread all over the downstream occlusion sensor bezel and came in contact with the sensor. Replaced downstream occlusion sensor as preventative measure. The cause of the reported problem could not be determined. The previous repair did not cause the issue identified in this. No further investigation was required.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 6-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.